Event description:
It was reported that oversensing, high threshold and high impedance were observed. The lead was explanted.

Manufacturer narrative:
A fracture of the inner and sensing coils consistent with fatigue was found distal to the connector ring crimp sleeve. This fracture is consistent with the observation from the field of high threshold and high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.